Manufacturer narrative:
Unknown/not provided. Date of event: unknown, not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). (B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcb00 model intraocular lens (iol) was inserted and removed during the same procedure due to folding of haptic during insertion made the iol appear unstable. It was mentioned that there was incision enlargement, vitrectomy, sutures and medication prescribed. Surgery was delayed due to the removal procedure. Vision pre-operative: 6/60. No additional information provided.

Manufacturer narrative:
Additional information: doctor confirmed that there was posterior capsule rupture that was caused by the iol. Suturing was done to maintain the anterior chamber as there was posterior capsule (pc) rupture as the consequence from the scratching of haptic of iol on the posterior capsule. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.